Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: the pump had a load step malfunction resulting in hypoglycemia. The pump started buzzing in the night and woke him up around 3:30 a.m. At 3:52, his blood glucose (bg) was 182 mg/dl. He removed the cartridge and found it empty. He thinks pump gave emptied the whole cartridge into his system. Reportedly, insulin was leaking at his site and down his leg. He disconnected, filled a new cartridge, rewound put cartridge in pump and reportedly during load step the pump wouldn't stop going. Patient reports he had the pump and tubing in his hand and could see the insulin leaking out of the needle onto the floor during the load step. He confirms he was disconnected for this step. The patient reports he then he got frustrated, put the pump in suspend and remained disconnected, and went back to sleep. Patient reports when he woke up the paramedics were standing over him: his roommate had found him unresponsive at 4:30am and called 911. Medics took the patient off the pump upon their arrival. They administered glucose gel and dextrose via IV. Bg was less than 20mg/dl (unknown specific value), and he was transported to hospital on (B)(6) 2013. He was discharged home around 2:30 p.m that day, feeling fine with a bg of 198 mg/dl, and was attempting to load a new cartridge into the pump at the time of this call. Throughout the call the patient was a poor medical historian on the events leading to hospitalization and events are unclear. Customer technical support (cts) reviewed with patient and found that patient tests bg infrequently due to lack of test strips. (The last previous bg test prior to the incident was 16 hours earlier). He refused to test bg while on the phone with cts, as he had only one strip left. Cts advised the patient to get an alternate form of insulin/ a back-up plan urgently; to contact his health care provider, go to the local urgent care or emergency room. The patient understood, he also stated his roommate was aware of the pump being down and the bg situation. The patient agreed with the plan, declined further assistance and will call cts back as needed, and agreed for cts to contact an educator for clinical recommendations/ follow up. This case is being reported as the patient is alleging that the pump had a load step malfunction on its own while he was sleeping and because a patient on insulin pump therapy experienced hypoglycemia requiring medical intervention

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed multiple 'no cartridge detected' warnings on the reported event date; the last basal delivery was on (B)(6) 2013 at 02:24. The pump powered on with the appropriate visible and audible alert. During evaluation, the pump was found not to detect the cartridge during the load step. A force sensor calibration test was unable to be performed. The pump was opened and contamination was found on the force sensor assembly. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump display screen was found to be faded.